Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapeutic effect and had been experiencing terrible bladder leakage on and off in the last few months before the report. The patient noted that every time they moved it just came out of them. The patient stated they kept going back to their healthcare provider and had their programs reset a few times but they kept telling the patient that the device was fine. The patient noted having the device checked two weeks before the report and the healthcare provider said the same. The patient reported they had about 4 bladder infections within the last year, and the last time they took a pill for a uti was 3 weeks before the report. The patient stated they had not had any falls or trauma. The patient also stated they had tried different settings, meaning increasing stim, but it was not any better. Syncing with the programmer showed stimulation was on program 1 at 6.2v, and the patient was not feeling stimulation. It was reviewed to consider changing programs or increasing amplitude. The patient stated on program 2 they felt stimulation at 4.7 in the bike seat area and it was comfortable. The patient was redirected to their healthcare provider to verify that changing programs was ok. It was reviewed that a uti may have animpact on the effectiveness of the therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient's urgency, frequency, incontinence, and burning were resolved by placing the patient con the correct program. However, the cause of these issues remains unknown. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies to the event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the urinary tract infections was unknown. The hcp stated the uti was possibly related to the patient¿s underlying urinary dysfunction and it was unknown if it was related to the interstim device or therapy. The hcp reported on (B)(6)2015, the patient had not fallen, had no hematuria, dysuria, urgency, and no frequency. The patient was on program 3 100% of the time and the battery life was 53-73 month. The hcp stated the electrode impedances results were all leads good. The patient was on program 3 at 2.7 amps. The hcp stated they had tried to show the patient how to increase amps, but kept getting an error. The hcp stated they spoke with a rep and they planned to see the patient. The hcp stated the patient was doing well and the patient was 80-85% better and was very happy. The patient had minimal leakage, and she did not get up much during the night. The patient¿s incision was well healed. The hcp stated the leads were all intact, and the battery was good. The hcp stated on (B)(6)2016 the patient had not fallen, did had not hematuria or dysuria, but did have urgency and frequency. The patient noted the symptoms began 2 weeks prior. The hcp stated the battery life was ok. The hcp stated the electrode impedance test results were 0+1, 0+2, 0+3 not working. The patient changed from program 3 at 3.6 to program 2 at 1.8. The patient was instructed to use the current setting for at least 2-3 weeks before changing programs. The hcp stated the patient was doing well until recently was having worsening urge and urge incontinence, frequency, and some dark color urine. The hcp noted she had a couple of uti¿s she was treated for. The hcp stated they had looked at her program and changed her lead around because they were not getting a great response from a couple of them. The patient¿s urine also looked a little dirty. The hcp sent her urine for a culture and would treat it if it was positive. The hcp stated they might put the patient on some low dose antibiotic for a while to see whether or not they could break the cycle of chronic cystitis. The hcp stated on (B)(6)2016 the patient had not fallen, had no hematuria or dysuria, but did have urgency and frequency, which started on (B)(6). The battery life was 41-57 months and electrode impedances results were good. It was noted the patient had the device off and the hcp turned the device back on. On (B)(6)2016, the hcp reported the patient had not fallen, there was no hematuria or dysuria, but the patient had urgency and frequency which started 2 weeks prior. The battery life was 24-51 months. The electrode impedance result were all leads were good. The hcp changed to program 6 at 1.7 amps. The patient was instructed to use the setting for at least 2-3 weeks before changing programs. On (B)(6)2016 thehcp stated the patient had not fallen did not have hematuria or dysuria, but have frequency and urgency. The battery life was 18-37 months. The patient changed to program 6 at 3.7 to program 1 at 3.5 and was told to try the program for 2-3 weeks. On (B)(6)2017 the hcp stated the patient was doing well, but recently had burning, urgency, and worsening incontinence. It was found the device was off. The hcp so noted the patient¿s urine had pyuria. The hcp stated they were going to treat the patient with macrobid for 5 days and made adjustments to the stimulator and they planned to keep her appointment next (B)(6). On (B)(6)2017, the hcp reported the patient had increased incontinence. The patient noted they had trouble with the interstim for about 2 months. The patient noted she had tried multiple setting, but saw no improvement. The patient noted she had a lot of it incontinence, which occurred when standing. The patient noted strong urine, but stated they did not have dysuria or gross hematuria. The leads were all in place and the battery was working. The hcp stated the patient¿s symptoms were pressure, burning, urgency, and frequency. The battery life on the ins was 18 months. The hcp noted the patient¿s residual and pelvic exam were within normal limits. On (B)(6)2017, the hcp stated the patient had a history of chronic cystitis and overactive bladder. The hcp noted progressively worsening incontinence and utis. The upper tract CT scan was normal. The patient¿s cystoscopy showed chronic cystitis changes. The hcp stated the patient was on bactrium ds twice a day, and then she could do a daily dose for a month. The patient was going to come back and try and a new program, and if she was good they would sit tight. The hcp stated if there was a problem with the uti they may consider botox. There were no further complications that have been reported as a result of this event.